Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of a 5 cm abdominal aortic aneurysm. Vessel morphology at time of implant is unknown. It was reported at the time of initial implant the pt was very ill and there was a collection of fluid adjacent (slightly anterior and towards the right) to the aneurysm. It was reported that 20 months after initial implant the pt presented emergently with severe back pain. The CT demonstrated that there was air and pus throughout the aneurysm, which was caused by a small piece of the bowel which was perforated causing the aorta tissue to deteriorate exposing the graft. It was reported that the right limb of the graft was totally occluded. The physician elected to convert the pt to open surgical repair. It was reported from the physician the infection in the bowel was present prior to the implantation of the stent graft and the cause of the infected bowel is unknown. The stent graft was explanted and has not been released from the hospital.